Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The system was last serviced including software was upgrade per notice of field correction (nfc) on 16-sep-2016.

Event description:
It was reported that during the use of the device for a non-clinical activity, the "system computer needs service" error displayed at power up on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed ¿system computer needs service¿ message during boot process, duplicating the complaint condition. Replacement of customer disk-on-chip with lab use only (luo) disk-on-chip restored central control monitor (ccm)'s functionality. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.